Manufacturer narrative:
Product complaint # (B)(4). Investigation summary = no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot =device history reviewed 02 september 2020, 0 non-conformances on this lot number, final micro and sterility tests passed ,(B)(4) units released, lot expiry date: 31 december 2019.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a left primary attune to treat pain secondary to degenerative joint disease. The patella was resurfaced and depuy cement x 1 was utilized. The surgeon notes the patient had gross natural laxity to varus and valgus stressing. The surgeon elected to place the components to match the patient¿s natural ligamentous laxity. The procedure was completed without complications. Patient received a left tka revision to treat pain secondary to loosening. The tibial tray was loosened and debonded at the cement to implant interface. The patella was well-fixed and retained. The femoral component was well-fixed and revised. There was no reported product problem with the revised tibial insert. The patient was implanted with competitor products. The procedure was completed without complications. Doi: (B)(6) 2018, doi: (B)(6) 2019, left knee.